Event description:
The procedure was a failure. I was told it would improve (problem). Constant burning and itching of vagina. Takes twice the time to void and more often and less amount. Event: in 2007. A monarc mesh sling was implanted and told that it takes sometimes a year to help, and could not remove from my body for 6 months to 1 year, so I have continued.